Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of "paradoxical adipose hyperplasia", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient experienced paradoxical adipose hyperplasia with coolsculpting in the past and used an unspecified juvéderm but the timelines were unclear.